Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided data for 1 male patient: customer reference range: normal patient range = 5 ng/l neg = 78 ng/l male: abnormal = 54 ng/l female: abnormal on (B)(6) 2024, sample ID (B)(6) result was 284. Sample was repeated using sid (B)(6), which generated a result of 14.1 2 more samples were redrawn and results matched 14.1. The customer state lipase, magnesium, crp and cmp test results were not questionable. The customer is not aware of any patient treatment provided for the initial elevated result. There was no reported impact to patient management.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00218 under a different suspect device. A1 patient identifier: complete list of sample ID's are (B)(6). The alinity I processing module, serial # (B)(6) was evaluated. Leaking around the valve, manifold, dispense 2 way and valve, bypass, dispense manifold was discovered and it was determined that replacement of the valve, manifold, dispense 2 way and valve, bypass, dispense manifold resolved the issue. Return testing was not completed as returns were not available. No additional discrepant result issues related to the customer event have been reported since the service activity was completed. A review of tracking and trending did not identify a trend for the valve, manifold, dispense 2 way or valve, bypass, dispense manifold or the alinity I system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the valve, manifold, dispense 2 way or valve, bypass, dispense manifold as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.